Manufacturer narrative:
Additional information obtained indicated the cause of death as metastatic lung cancer.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a mortuary with limited information. Further review of the manufacturer¿s database indicated the patient died approximately six weeks after device system implanted. Information obtained from the physician's office noted the patient was discharged from the hospital to hospice four days prior to patient death. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092-58 implantable pacing lead, implanted: (B)(6) 2013; 5076-52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).